Event description:
Technical support was contacted, session records were reviewed, and decreased pacing impedance was noted on the right ventricular lead.

Event description:
Additional information was received indicating diagnostic imaging was performed and displacement of the right ventricular (rv) lead was observed. The physician suspected micro cardiac perforation. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, inadequate capture, r-wave amplitude variation, and high pacing impedance were noted on the right ventricular (rv) lead. The physician suspected cardiac perforation, however, it is unknown if diagnostic imaging was performed. A revision procedure is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.